Event description:
It was reported that after a permanent scs system implant, patient experienced severe pain at the bottom of both feet. Several hours of monitoring was unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.